Event description:
The customer reported via our customer service that metal chippings occurred when the device was used.

Manufacturer narrative:
Analysis of device in process but not yet complete. Stryker has initiated a product field action prior to this event, (B)(4). Notification sent to FDA, however, no response received yet for the FDA notification number at the time of this report.